Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure event observed during analysis. Final analysis of the partial received lead found insulation abrasions exposing the outer coil at 32.0 cm to 37.0 cm and at 37.8 cm to 38.3 cm from the distal end. The abrasion were consistent with constant friction to another implantable device.